Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an insert slide clamp alarm; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with insert slide clamp was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a malfunction in the slide clamp detection circuit due to loose sensor connectors. The sensor connectors were cleaned and re-soldered to fix the reported condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.